Event description:
The device was returned to (B) (4) from a customer under recall z-0149-2009. When evaluated, the device was found to be displaying the service indicator and had an error code in memory indicative of a failure to deliver appropriate defibrillation energy. There was no report of pt use associated with the reported problem.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. The root cause of the reported condition was determined to be due to a failure of the rhinestone bridge, designator u1, on the analog pcb assembly.